Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer investigation conclusion: the system controller (serial number: (B)(6) was returned for evaluation following the reported event of an issue with the pulsatility index (pi) readings. The log file downloaded from the returned system controller (serial number: (B)(6) and the submitted log file contained approximately 5 days of data combined (B)(6) 2020 per the timestamp). The log files captured low flow alarms from the first event in the log file (captured on (B)(6) 2020 at 20:14:58) to (B)(6) 2020 at 16:06:43. Elevated flows and a constant pi average of 1 were captured throughout the log file; these events and the low flow alarms are addressed under the pump investigation and will be reported when that investigation is complete. The backup battery was uninstalled on (B)(6) 2020 from 09:03:40 to 11:56:20, activating a backup battery not installed alarm. The driveline was disconnected on (B)(6) 2020 at 11:17:18 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory) including low flow alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR: 2916596-2020-05267. Following an outflow graft repair on (B)(6) 2020, pulsatility index (pi) values remained fixed at 1.0. The system controller was exchanged. After the exchange of the controller, the pump parameters went back to baseline of 2.0-2.3.